Event description:
The customer reported sample contamination at the advia labcell sample manager. Observations made at the customer site by siemens indicated areas for potential sample contamination which is substantiated by facts as described.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the advia labcell and sample manager and determined the cause for sample contamination in the sample manager was user error. The fse determined the operator was not cleaning the tube gripper on a daily basis as instructed in the labcell operators guide, therefore, allowing serum residue on the tube gripper. It was also determined that the operator was flicking the full tubes with a wrist motion above the waste bin and near other patient tubes. The customer was reminded of the required daily maintenance of the advia labcell system, that includes inspection and cleaning of the robot tube grippers. The customer agreed to implement process improvements to reduce the possibility of sample contamination. The fse confirmed that the sample manager was operating to specifications. The instrument is performing within specifications. No further evaluation of the device is required.